Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated "the button was already pressed and the needle could not be retracted."

Manufacturer narrative:
H.6. Investigation summary: seven 7 photos as well as 1 physical sample were received for review and analysis. The photos and sample confirm the reported issue of a retraction failure. Therefore, this complaint is confirmed. In addition, bd sumter conducted retraction- lock-out testing on 30 retention samples for batch 9276929. All 30 samples passed the test with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue does not retract (button will not engage). The following information was provided by the initial reporter: the customer stated "the button was already pressed and the needle could not be retracted."